Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. The reported fielder fc guide wire, two pieces of gauze with ptfe coating fragments, a metal inserter, and a torque device were returned for evaluation. Intermittent, linear peeling of the ptfe coating was observed on the wire shaft approximately 29.5 114.5cm from the proximal wire end. On approximately 73 75cm from the proximal wire end, the ptfe coating was circumferentially peeled off. Ptfe coating fragments attached on the returned gauze formed the shape of a ribbon. To replicate the observed ptfe coating damage, an unused guide wire of the same brand was inserted into the returned metal inserter and made to contact the inserter edge. As a result, linear coating damage that was seen on the returned guide wire was observed on the sample guide wire. Then the returned torque device was lightly tightened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, circumferential coating damage that was seen on the returned guide wire was observed on the sample guide wire. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated as the sharp edge of the metal introducer point contacted the wire surface and as the metal chuck of the torque device that was probably incompletely loosened was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a plain old balloon angioplasty was performed to treat a mildly tortuous, mildly calcified less than 75% stenosis in the unspecified coronary artery. A long-needle inserter was put into a y-connector. Then the fielder fc guide wire was delivered through the inserter. The wire coating was peeled off when the guide wire was removed from the inserter.